Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose and. Blood glucose. Customer's sensor glucose value was 57 mg/dl while blood glucose value was 190 mg/dl at the time of the incident. Customer also reported calibrations not accepted. The customer reported no adverse event. The event involved product(s) mmt-7040a. It was explained to the customer that the sensor may have no longer been responding to glucose changes and explained possible causes. Product mmt-7040a was returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.